Manufacturer narrative:
(B)(4). One used set was received with original cap on dark blue connector and cap on patient connector in reference to the leak. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. During visual inspection, it appeared that no solution was in the set or none had been in set. The set was functionally hand tightened to a lab titanium adapter without difficulty and placed white cap on dark blue connector for pressure test underwater with no leak noted. Functionally tested set underwater at 8 psi with clear-passage noted. During visual inspection no abnormalities were noted. The complaint could not be confirmed in the lab. A root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that fluid could not be stopped even after closing the transfer set clamp. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should any significant supplemental information become available.